Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer cleared the alarm to address the issue; however a replacement pump was sent to the customer. Customer¿s blood glucose level was 100 - 119 mg/dl.